Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 16mm stent delivery system was returned for without a stent. The balloon was reviewed. There was no stent on the balloon. The balloon wings were tightly wrapped and evenly folded. It did not appear that the balloon had been subjected to positive pressure. Crimp markings were evident on the balloon wall indicating correct crimping and positioning of the stent prior to the complaint incident. A dried substance resembling blood was present on the surface of the balloon. A visual and tactile examination of the hypotube found multiple severe hypotube kinks and a hypotube break 603 mm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 16 synergy ii stent was advanced for treatment. However, the stent delivery system (sds) was lodged and broke 40-50 centimetres from the hub. Snaring was attempted but the device would not fit through the guide catheter. The physician was able to remove the sds manually; however, the stent was deployed in the right radial artery. An angiogram was performed the following day and there was flow returning to the radial artery confirming the ulnar artery was patent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 16 synergy ii stent was advanced for treatment. However, the stent delivery system (sds) was lodged and broke 40-50 centimetres from the hub. Snaring was attempted but the device would not fit through the guide catheter. The physician was able to remove the sds manually; however, the stent was deployed in the right radial artery. An angiogram was performed the following day and there was flow returning to the radial artery confirming the ulnar artery was patent. No patient complications were reported.